Event description:
It was reported that during preparation of the rx herculink elite 5.5/18mm on 135cm stent delivery system, a leak was observed at the seal in the prep port. The device was not used on the patient. A new same size, same type stent delivery system was used successfully. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents for leaks reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.